Event description:
Per (B)(6) (dealer) states left brake is very loose. The dealer is stating that the handle was a little bent inward towards the chair, but no physical signs of damage. No other details provided.